Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon, a pinhole leak was confirmed in the balloon. The pinhole leak was located at 2 mm proximal from the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands identified no issues. A visual and microscopic examination was performed and it was noted that all blades were fully bonded onto the balloon with no damage present. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found a severe kink in the shaft. The kink was located at 15.5cm distal to the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.